Manufacturer narrative:
(B)(4).

Event description:
An endeavor sprint rapid exchange (rx) drug eluting stent was implanted in the mid lad during the index procedure. Event was identified by the clinical events committee and deemed to be consistent with an mi. It was reported that an mi occurred on the same day as stent implant. Mi was categorized as a non q wave mi, in the territory of the target vessel. No further details are available. Pt was asymptomatic/free of symptoms at 30 day, 6 month, 1.5 year, 2 year and 3 year follow ups. Pt's current cardiac status at 1 year and 2.5 year follow ups was stable angina.